Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unspecified low blood glucose level due to basal settings needing adjustments. Reportedly, the customer will discuss settings with a healthcare provider.